Manufacturer narrative:
Pir: 325683 (8 of 8).

Event description:
A customer alleged that the safety shield on the optimum 30 deg straight w/safety (10/sp) was identified as retracted prior to use. There was no patient or user involvement and no injury reported.